Event description:
The iab was inserted into the pt on 10/16/97 at 7:00 p.m. On 10/24/97 at 2:15 a.m. After iabp for about 175 1/2 hrs, the iab leaked and the iab was removed. No second was inserted. On 1/6/97, datascope was notified that the iab was discarded and would not be returned for eval. Event complications: none from the event-reported 12/18/97. Pt's current status: discharged-rpt'd 12/18/97.